Event description:
It was reported that the patient experienced erratic blood glucose levels.

Manufacturer narrative:
The pump has been returned to animas. Investigation revealed that the piston cap was detached from the piston rod. A flow accuracy test was performed and the basal rate was delivered correctly. The insulin delivery totals in the pump history correlate with the programmed rates. No insulin delivery defects were found.